Event description:
There was no patient involved in this event. This device malfunctioned because the software failed to upgrade.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it had performed to specification up to (B)(6) 2012. Investigation confirmed the device failed to upgrade to software version 3.2.0 using the heartsine samaritan pad universal upgrader. This device was replaced within 24 hours. The pad-pak, which contains the electrodes and batteries, is labelled for single use, but the samaritan pad 300 and 300p devices are for multi-use.